Event description:
It was reported that patients spinal cord stimulator had migrated and caused inadequate stimulation. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7076011. UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in blocks b1 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7076011 UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator had migrated and caused inadequate stimulation. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.